Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a submarine rapido pta balloon catheter to treat a lesion with 80% stenosis in the carotid artery. The lesion exhibited slight vessel calcification and tortuosity. No abnormality was noted during preparation and inspection of the device prior to use. The lesion was not pre-dilated. It was reported that when dilating the device at target lesion, contrast agent leak occurred. The device was removed from patient and another same model one was replaced to complete the procedure. The device deflated during surgery. The device was not moved or repositioned in the lesion prior to the burst. Balloon burst occurred on the first inflation. The physician completed the procedure with an unknown device. No patient injury reported or clinical sequelae reported for this event. Please note that this device (submarine rapido) is not marketed in the united states; however, it is similar to the united states marketed device (submarine plus). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Device evaluation: traces of blood were detected into the balloon, returned inflated. Negative pressure was applied on the device connecting a manometric syringe to the luer and a leakage was detected. Inflation was performed and a pinhole was found on the balloon at the end of the distal cylindrical shape. The balloon was removed and using microscope the distal marker band was analyzed: no sharp edge was detected. No other abnormalities detected on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.